Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested for accu tni and results of "103ng/ml ovr" were obtained initially and upon repeat. The customer diluted the original sample 1:4, and then re-tested several times and accu tni results were in the range of 8.38-35.9ng/ml. The customer diluted the sample 1:8 and accu tni results were in the range of 1.61-17.3ng/ml. There was no effect to pt in connection with this event.

Manufacturer narrative:
Pre-analytical sample handling info was not supplied. The specimen was manually diluted by lab personnel and automatically calculated by the instrument using the dilution factor. The system info was not supplied. Pt is in a clinical trial for a new drug. A possible sample interferent was discussed with the customer and a customer technical support (cts) offered to have sample tested by customer product line support (cpls), but customer stated that there was "<100ul of sample left. Service was initially dispatched, but after discussion with cts, customer determined that service was not necessary. Per customer, no other pt results or assays were in question and system was performing to specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.